Manufacturer narrative:
Per tandem's x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer accidentally delivered an 18.57 unit bolus. Blood glucose level was 193 mg/dl. Recommendation was made to consult with their health care provider to discuss blood glucose treatment. The customer declined a follow-up call to ensure the bg level was not impacted.